Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl. The customer contacted the health care provider who recommended that the customer suspend insulin delivery on the pump as the customer still had 2.8 units of insulin on board. The customer stated low bg was due to overcorrecting for a dinner meal that was consumed. It was indicated that the customer is in contact with the healthcare provider to discuss factors that may affect bg level.